Event description:
A glass terumo autosep tube broke when technician attempted to put stopper into it. Four stitches were required on the ring finger of the right hand, tech was treated at ER - tech tested negative for hiv.